Event description:
New information received noted that the implantable cardiac monitor was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited numerous false pause episodes lasting up to one minute each since implant on (B)(6) 2020. Physician was unsure why the loss of contact discriminator had not filtered out these events. No interventions were made. The patient was stable and will continue to be monitored.